Event description:
It was reported that the bd needle sftygld 25x5/8 rb had a needle shielding failure. The following information was provided by the initial reporter: material # 305901, batch # 4207732. Verbatim: rcc received a complaint via phone. Pir 02-may-2025- confirmation on complaint details received through microsoft teams. Contact name:xxx. Contact number:xxx. Contact email (if available):xxx. Item(s): 305901. Lot(s): 4207732. Date incident occurred: needle dislodged from the safety guide mechanism was the patient impacted? No. If yes, describe: is a sample available?: yes. Customer request?: wants to know if there has been a recall. Customer wants proper working device.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(6) - supplemental MDR - needle shielding failure. Additional information: following submission of initial MDR, the customer address was not reported. Section e updated to reflect correct customer address. Correction: following submission of initial MDR, the date of event was not correctly reported. Section b updated to reflect correct date of event. Evaluation: five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The safety mechanism was activated on each sample without any issues, and the needle tip remained securely contained within the mechanism. Furthermore, a device history record review was completed for provided lot number 4207732. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.